Event description:
During index procedure the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. On the same day the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported mi was unrelated to the study device. Reference MFR report numbers 9612164-2011-01418 and 9612164-2011-01419.

Manufacturer narrative:
Corrected data: incorrect MFR report numbers referenced of initial MDR. Correct associated MFR report numbers are 9612164- 2011-01419 and 9612164-2011-01420 (not 9612164-2011-01418 and 9612164-2011-01419 as previously reported).

Manufacturer narrative:
(B)(4): clopidogrel and asa. Evaluation code results - inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
Incorrect MFR report numbers referenced in section b5 of initial MDR. Correct associated MFR report numbers are 9612164-2011-01419 and 9612164-2011-01420 (not 9612164-2011-01418 and 9612164-2011-01419 as previously reported).